Manufacturer narrative:
The investigation determined that a higher than expected vitros csf glucose result was obtained for a single (B)(6) proficiency sample processed using vitros glu slide lot 0031-0928-7442, on a vitros 5600 integrated system s/n (B)(4). The investigation was unable to determine an assignable cause of the higher than expected vitros glucose result. Historical vitros csf glu quality control results obtained during the timeframe of the event were acceptable. However as stock of vitros glu slides lot 0031-0928-7442 was depleted it was not possible to perform any further investigation and therefore a reagent issue cannot be completely ruled out. Precision testing to assess the performance of the vitros 5600 integrated system was not performed at the time of the event, and therefore an instrument related issue cannot be completely ruled out. The customer has not made any indication that vitros csf glucose patient results have been affected.

Event description:
A customer obtained a higher than expected vitros cerebral spinal fluid (csf) glucose result obtained for a (B)(6) proficiency sample processed using vitros chemistry products glucose (glu) slides on a vitros 5600 integrated system. Cap sample m-05 result of 46.0 mg/dl vs. The expected result of 39.15 mg/dl. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).